Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a clicking noise with each revolution of the pump. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event. After the procedure, the pump was moved from the arterial position to the vent position. One of the captive mounting screws on the tube clamp assembly of the pump was loose about 3/4 of a turn. This caused the assembly to click against the casting. The screw was tightened to resolve problem.

Manufacturer narrative:
Eval in progress, but not yet concluded.